Manufacturer narrative:
Patient¿s weight is not available for reporting. (B)(4). Not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a c3-c6 fusion procedure to treat cervical spinal stenosis on (B)(6) 2017. The patient was implanted with one (1) three-level vectra titanium (ti) plate, 60 mm, and eight (8) 4.0 mm ti cervical self-retaining screws, self-tapping. Postoperatively, on an unknown date approximately three (3) months after the initial surgery, it was identified that two of the inferior screws had settled and lost their fixed trajectory, causing the locking mechanisms to become compromised. The patient now has multiple screws which have backed out as well as a locking clip, a subcomponent of the plate. The patient is asymptomatic at the moment and a revision surgery has not been scheduled. Concomitant devices reported: ti cervical self-retaining screws, self-tapping (qty 6). This report is for one (1) 4.0 mm ti cervical self-retain screw. This is report 1 of 3 for complaint (B)(4).